Manufacturer narrative:
(B)(4). Investigation summary:the received device was forwarded to commercialized product development for evaluation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history review: null.

Event description:
Der states that patient's knee may not have been properly aligned during his primary knee replacement procedure.